Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The sample was not returned for evaluation, as it was discarded by the user facility. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the stent was to be placed for artherosclerosis in an a/v access graft, but once in place the stent graft only deployed to about 80%. The doctor attempted to deploy the last 1 cm portion of the stent, but was unsuccessful. The stent was removed and a different stent was used to complete the procedure. No injury to the patient was reported. The sample was discarded at the user facility.